Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted.

Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture during infusion. The device was filled with a solution of pamidronat. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.